Manufacturer narrative:
(B)(4). Date sent: 09/08/2016. Additional information requested and received: what was the product code of the cartridge(s) (gst60t, ecr60d, etc.)? Ecr60b, ecr60w was buttressing material utilized? If so, which product? No buttressing used when "part of the plastic covering the jaws fell off" did the plastic covering fall into the patient? Yes. If yes, was the plastic covering removed from the patient? Yes. Will the plastic covering be returned with the device for analysis? No. If not, was the plastic covering disposed of? Yes. Was there any patient consequence as a result of the event? No.

Event description:
It was reported by the affiliate that during a sleeve resection procedure, after several reloads changes and pulling through the trocar the end of the instruments were not straight, was not possible to make them straight and part of the plastic covering the jaws fell off. Another like device was used to complete the procedure. There were no adverse consequences for the patient. I discussed with the customer whether the trocars are not tight but they said no, that initially were not making any problems to go through.